Event description:
It was reported to tyco healthcare/kendall that in 2004 a customer had a problem with the compression system. The customer stated "middle section of stocking remained infalted. Caused patient to suffer temporary numbness,cyanosis to feet, blister to leg." It was reported that by the 3rd day the patient had no adverse effects or consequence.